Event description:
The customer contact reported the device touchscreen was off track. The device was returned to the clinical engineering department for an unspecified reason. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility the device did not pass the touchscreen test and was found to be out of calibration. No additional information was provided.

Manufacturer narrative:
Testing and investigation was done at the user facility by the field service engineer. During testing the device touchscreen was found to be out of calibration. This device has been identified as paty of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.